Event description:
The complainant in the EU reported a female patient of unknown age on impella cp support, experienced suction alarms immediately after pump placement. Maximum pump flow was noted to be at 0.8 liters. Pump position was confirmed to be correct using x-rays. Act was 286 and the sheath was aspirated and flushed. There was no thrombus noted. Pump was ultimately explanted due to reported event.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visual inspection found no issues on the pump. The failure mode could not be reproduced as the pump ran without issue under bench test. The root cause of low flow was most likely patient condition as the patient has small left ventricle and no issues were found on the return pump.